Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admissions was 600 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer is wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer stated insulin leak into the pump. Customer was advised to perform self-test and passed. Customer was advised to monitor pump.